Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a33 alarm and prime/fill anomaly due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated they are unable to exit the preparing to prime loop. Customer stated that drive support cap was normal. The device will be returned for analysis.